Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer experienced a low blood glucose reading of 23 mg/dl and the paramedics were called for assistance. It was also stated that the battery life has decreased to five days on the insulin pump. Nothing further was reported.